Manufacturer narrative:
A4-a6: unk h6-device code 1494: off-label use (acd < 3.0mm) claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/1.5/014 (sphere/cylinder/axis) into the patient's right eye (od) on 15-aug-2023. On 21-nov-2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "both in vertical position." The problem was resolved. The cause of the event was reported as unknown.